Event description:
The customer reported via phone call that he jumped into the water not knowing he had his insulin pump on. The insulin pump was exposed to moisture. The insulin pump stopped delivering insulin and the keypad was unresponsive. He experienced high blood glucose levels. His blood glucose level was 175 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.